Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact to the customer's blood glucose level. Technical support provided information on resetting the pump, assisting the customer in successfully performing the reset, after which the malfunction did not reoccur. The customer was advised to continue using the pump and to report if any further malfunctions happened.